Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized and treated with unspecified treatment for the peritonitis event. At the time of this report, patient outcome was not reported. Action taken with pd therapy was not reported. No additional information was available at the time of this report.